Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the m21 department of the hospital, after 46 days of usage the brown lumen is leaky. Liquid ran across the chest of the pt. The catheter is a 4 lumen 8.5fr catheter impregnated arrowgard and was inserted into the vena jugularis internal. The catheter was removed and new one was inserted. There was a delay in treatment, but no harm was caused to the pt. No complications or death occurred to the pt.